Manufacturer narrative:
An attempt to connect with the user to obtain inpen email address was not able to be completed to further investigate this issue. However, there are identified issues in context that may be the root cause for this report: (B)(4) cloudinsights apiusous intermittent 500 errors generating carelink reports (B)(4) cloudinsights apiusous handling of null targetbg and isf similar to other missing therapy settings (B)(4) cloudinsights apiusous no user name leads to illegalargumentexception for carelink reports. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confimred cause and or contributing factors: after conducting a thorough investigation, we found that there are issues arising from the preparation of user data used in generating insights reports for carelink whereby insights api is preparing json data different from inpen app(s). In one known scenario, a user does not have a target bg value configured as required, an exception will arise when requesting the same report(s) from carelink. During investigation it was considered this ticket is possibly attributable to (B)(4) cloud insights apiusous no user name leads to illegal argument exception for carelink reports. Steps to resolve or recommendation: a pending (november) release of inpen cloud will include additional logging and diagnostics to further aid in troubleshooting of such issue(s) (B)(4) and the issue of target bg (B)(4) and no user name (B)(4) is being reviewed by crg. It is anticipated that these issues will be further resolved in following january 2026 release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the reports receiving error when attempting to generate carelink inpen report. The customer reported no adverse event. The event involved product(s) unk_carelinksw. Troubleshooting was performed, and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for unk_carelinksw.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion 2. Section h11 - updated additional investigation summary an attempt to connect with the user to obtain inpen email address was not able to be completed to further investigate this issue. However, there are identified issues in context that may be the root cause for this report: pr659 cloudinsights apiusous intermittent 500 errors generating carelink reports pr677 cloudinsights apiusous handling of null targetbg and isf similar to other missing therapy settings pr682 cloudinsights apiusous no user name leads to illegalargumentexception for carelink reports the software did not adhered to the specified requirements and did not performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confimred cause and or contributing factors: after conducting a thorough investigation, we found that there are issues arising from the preparation of user data used in generating insights reports for carelink whereby insights api is preparing json data different from inpen app(s). In one known scenario, a user does not have a targetbg value configured as required, an exception will arise when requesting the same report(s) from carelink. During investigation it was considered this ticket is possibly attributable to pr682 cloudinsights apiusous no user name leads to illegalargumentexception for carelink reports. Steps to resolve or recommendation: a pending (november) release of inpen cloud will include additional logging and diagnostics to further aid in troubleshooting of such issue(s) pr659 and the issue of targetbg pr577 and no user name pr682 is being reviewed by crg. It is anticipated that these issues will be further resolved in following january 2026 release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.